Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump no button responds due to corroded keypad traces. No alarms noted during testing. The device had cracked case at the display window corner, cracked reservoir tube, minor scratches on the lcd window, cracked battery tube threads, and broken belt clip slot.

Event description:
The customer reported via phone call that the insulin pump had an unresponsive keypad. The customer states pump froze and became unresponsive, had an error alarm. The customer does not recall any significant event leading to the alarm. The customer's blood glucose level was unknown. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.